Event description:
It was reported to boston scientific corporation, that a combo cath wire-guided cytology brush was used during a cytodiagnosis procedure. According to the complainant, when the physician attempted to open the brush in the common bile duct (cbd), the handle would not move and the brush would not open. It was noted that the distal portion of the device was deformed and the sheath was torn. The procedure was completed with another combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.